Manufacturer narrative:
Catalog #: a complete catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned as it is still implanted. The reported complaint was not confirmed. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon implanted a 24.0 diopter symfony toric intraocular lens, and later patient came out -2.0 diopter. Additional information was received, and it was learnt that lens was implanted at 101 degrees, however post-op lens rotated to 90 degrees. Patient was experiencing decreased visual acuity. Post-op ucva (uncorrected visual acuity)- distance vision (dv): 20/40 near vision (nv): 20/30 pinhole (ph): 20/25 intermediate (int): 20/20. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.